Event description:
It was reported that this right ventricular (rv) lead recorded a high out of range shock impedance measurement. This lead was subsequently reprogrammed to the rv coil to pulse generator to mitigate further out of range measurements. This lead remains in service. No adverse patient effects were reported.